Event description:
An ivl catheter was used during emergency pci with the support of an impella circulatory support system to treat a severe aortic stenosis. Two ivl catheters were delivered to the lesion using a guide extension, but both balloons ruptured. A third ivl catheter was used to open the vessel. The vessel was then dilated, but perforation occurred. The complaint pk papyrus was used to stop the perforation, but the stent fractured. A second pkp was successfully inserted with an overlap. An attempt was made to place a drain, but the patient's blood pressure dropped to zero. Life-sustaining support (ECMO) was refused. Death was pronounced in the ICU.

Manufacturer narrative:
Neither the complaint device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 %. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
An ivl catheter was used during emergency pci with the support of an impella circulatory support system to treat a severe aortic stenosis. Two ivl catheters were delivered to the lesion using a guide extension, but both balloons ruptured. A third ivl catheter was used to open the vessel. The vessel was then dilated, but perforation occurred. The complaint pk papyrus was used to stop the perforation, but the stent fractured. A second pkp was successfully inserted with an overlap. An attempt was made to place a drain, but the patient's blood pressure dropped to zero. Life-sustaining support (ECMO) was refused. Death was pronounced in the ICU.